Event description:
Information was received that the patient underwent lead revision surgery. The suspect product has not been received to analysis to date. No additional relevant information has been received to date.

Event description:
It was reported by sales representative that when checking tablets for a university it was noted that there was a patient with high lead impedance. Information was received from the sales representative stating the patient was sent for x-rays and x-rays looked ok. X-rays were not available for review. The physician and surgeon decided they would not change the lead and decided to keep the device on at the patient's current settings. The patient was stated to be in agreement with this. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.